Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient received pains and stimulation to the back and stomach area that were unbearable. The patient went to the ER with the direction of their doctor. The rep stated that the patient turned the ins off. The patient stated that even with the ins off, they were still having the pain that sent them to the ER. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-apr-29. The rep stated that no interventions/actions were taken as the stimulation was already turned off and the patient informed them after it had taken place. No further complications were reported/are anticipated.